Event description:
Report received of complications during stimulation trial procedure. Patient now has some paralysis. It was reported that the surgeon has trouble inserting the needle in the patient's spinal area. Repeated attempts have been made to secure additional information. A follow up medwatch report will be sent when additional information is received.